Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine follow up appointment that this right ventricular (rv) lead exhibited high out of range pacing impedance (greater than 2,000 ohms) consistently and a gradual rise in high out of range shock impedance (greater than 160 ohms). The rv lead remains implanted. No adverse patient effects were reported.